Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: age range 14-86 years of age. Sex/gender: both male and female. Date of event: unknown. Serial#: unknown. Catalog#: catalog # is unknown. Expiration date: unknown. UDI #: UDI # is unknown. If implanted; give date: unknown. If explanted; give date: unknown. The shunt products are not returning for evaluation as they remain implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Gandhi, a., miller, d.m., zink, j.m., khatana, a.k., riemann, c.d., petersen, m.r., foster, r.e., and sisk, r.a., (2014) analysis of long-term outcomes for combined pars plana vitrectomy (ppv) and glaucoma tube shunt surgery in eyes with advanced glaucoma. Eye, 28, p.290-295. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication reports the following complications: 2 tube erosions, 1 hypotony and 1 retinal detachment, although in this study there were other glaucoma devices implanted there is no information which particular device was involved in the complicated cases: however, majority of the study cases (21/28) were implanted with baerveldt shunt.